Event description:
Health professional additionally reported inferiorly displaced implants" and "patient has severe double bubble deformity".

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, wear abrasion, yellow particles in the fill channel, delamination of plug strap disk shell and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening and total delamination of plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. - total delamination of plug strap disk shell due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.